Event description:
Patient experienced elevated iop. Multiple gas taps completed by doctor. Doctor confirms nitrous oxide was not used. Doctor reports gas was mixed with air at 15%, which is an off-label use. The doctor reports that he did 4 patients that day, only two had elevated iop. The recorder of the event instructed the doctor that his procedure was an off-label use of the product.

Manufacturer narrative:
Evaluation summary: the cylinder was returned to smp 8/21/06. The cylinder was found to be empty. The retained cylinder for the master lot (525202) used to transfill lot 529002 was analyzed for air, perfluoropropane ID and overall purity. All results were found to be within product specifications. Lot 529002 filled 10/17/05. 42 ld cylinders filled, 1 cylinder rejected due to weight below minimum acceptable weight. Analysis of lot completed on 10/28/05 showed product meets specifications.